Event description:
Clinician reported that the PICC was found to be leaking at the hub. More info has been requested from the customer contact, and vygon is still awaiting a response. Once more info is available it will be communicated in a follow-up MDR.

Manufacturer narrative:
Although the failed sample was not returned to vygon us, the complaint has been forwarded to vygon (B)(4) (the MFR) for evaluation and investigation. The results of this investigation will be forwarded in a follow-up MDR within 30 its conclusion.